Manufacturer narrative:
H.6 investigation summary: mat: 367846; lot: 2018846. Bd received 2 photos from the customer in support of this complaint. A visual examination of the photos was performed and revealed the presence of an ink spot on the tube. Additionally, 90 retention samples from the bd inventory were inspected with no issues being identified. Bd was unable to determine a root cause for the indicated issue. Bd was able to confirm the customer¿s indicated failure mode with the photos provided. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® edta 2k, the device experienced foreign matter within the fluid pathway. The following information was provided by the initial reporter. The customer stated: the customer's verbatim report is that dirt was found.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® edta 2k, the device experienced foreign matter within the fluid pathway. The following information was provided by the initial reporter. The customer stated: the customer's verbatim report is that dirt was found.